Event description:
Patient reported "natrelle breast implants inserted 10 years ago. They have all ruptured, and the surgeon had difficulty removing them". This record is for unknown side. The device was explanted. It is unknown if the device was replaced. The device will not return.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "natrelle breast implants inserted 10 years ago. They have all ruptured, and the surgeon had difficulty removing them". This record is for unknown side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.